Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following transseptal puncture, the physician was unable to access the left atrium with the introducer, which was confirmed by contrast and the lack of blood return. The introducer was pulled back and replaced with an agilis nxt introducer, which was successfully inserted into the left atrium following a second transseptal puncture. After isolation of the left pulmonary veins, the patient became increasingly hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.